Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: crystallization at the distal end and noisy screen. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: full screen of snowflake like dots and noisy screen was due to a defective ultrasound plug (u plug) unit. The most probable cause was traced to an electrical component failure. The most probable cause of crystallization at the distal end was not established. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Customer name- (B)(6) hospital. Customer address- (B)(6).

Event description:
It was reported that colonovideoscope had full screen of snowflake-like dots. The event occurred during diagnostic colonoscopy examination procedure before sedation. The intended procedure was completed using a similar device. There were no reports of patient harm.